Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-19965 - device 1 of 4

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered four infusion sets cannula kinked event within 3 hours of insertion events on (B)(6) 2024. The site of insertion was abdomen for two, upper buttocks for other two. The blood glucose level was reported 400 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.